Event description:
It was reported that the system had a power failure on the x-ray tube. The x-ray tube is used to produce images on the system; therefore, when there is no power to the tube, the system will not be able to produce images. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. The system operates as intended.